Event description:
It was reported that the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that the cannula inserted at pod activation, but when the pod was removed from the infusion site (abdomen), the cannula was no longer visible, indicating it retracted back into the pod. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.